Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak and air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, blood was reported to be leaking out of the back of the valve. When the sheath was being aspirated, air was introduced through the valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device will not be returned for laboratory analysis as it was disposed.